Manufacturer narrative:
Perc lead repair is reported under MFR # 2916596-2020-01125. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had alarms that said " call hospital contact". The last 6 alarms checked had patient low speed advisory while on batteries. Patient came to hospital admission, and upon history interrogation, patient was noted to have the pump off. Patient had a perc lead repair on (B)(6) 2020. Log file analysis captured 2 pump stops and 2 low speed advisories. The speed drops were as low as 0 rpm, this type of behavior has been linked to potential issues with the percutaneous lead. These issues appeared to be occurring on batteries, and it appears to be a phase-phase short. According to tech services, the entire external perc lead section was replaced previously so another repair is not possible. Additional information states that patient was noted to have a phase-to-phase which caused the pump to stop. Patient was then readmitted and received a pump exchange on (B)(6) 2020. Additional information states that patient had low flows and low speeds alarms on (B)(6) 2020.

Manufacturer narrative:
Section g3: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: the report of a low speed advisory alarms and pump stop events was confirmed through the analysis of the submitted log file. Although a specific cause for the reported pump stop event could not be conclusively determined through this investigation, the account reported that the pump stop event was caused by a phase to phase short. The account reported that the patient was admitted after interrogation of the device confirmed low speed advisory alarms and pump stop events. The submitted system controller log file appeared to capture normal pump function until 07:53:17 on (B)(6) 2020. At that time, the pump speed dropped below the low speed limit, resulting in a pump stop. This low speed/ pump stop event was accompanied by low speed advisory, low speed hazard, low flow hazard, and motor stop. This event occurred while the patient was supported by battery power. By 08:44:40 on (B)(6) 2020, the pump had resumed operation at its set speed. No additional atypical alarms were captured for the remainder of the log file. It was later reported that the pump stop events were caused by a phase to phase short. The patient was admitted and underwent a pump exchange on (B)(6) 2020. As of (B)(6) 2020, the patient was currently in post-op day 2 progressing towards surgery recovery. The patient remains ongoing on support from (B)(6). The account reported that (B)(6) was disposed of; therefore, no product was available for investigation. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) patient care and management section covers wear and tear to the driveline. The hmii lvas IFU outlines indications of driveline damage as well as how to respond to such events. The hmii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all hmii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.